Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, a definitive root cause of the device cover/sheath detachment could not be determined, however, the issue was likely the result of component failure due to repetitive use stress and or external factors. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the cysto-neprho fiberscope exhibited detachment of the bending section cover. There was no patient involvement.